Manufacturer narrative:
Recall: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between his ipg and charger. In addition, the patient stated he had not recharged the device in approximately 1-2 weeks. The patient is without stimulation. As such, the sjm representative met with the patient and was unable to establish communication between the patient's ipg and any external devices. The patient's programmer also reflected a communication error. Surgical intervention may be planned to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention at which time the ipg was explanted and replaced. The patient reported effective therapy following the procedure.